Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s device on their left side was laying on their hip bone and causing more pain. It was reported that the device had already been removed. It was reported that this occurred in 2015. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care professional (hcp) via the manufacturer representative reported on (B)(6) 2017 that the ¿peripheral¿ system was removed last year.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they did not have this explanted device in their possession at this time. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative on 2017-03-30 reported that the ins would be returned for analysis. The patient¿s weight at the time of the event was unknown. It was confirmed that the manufacturer representative received this information from the health care professional (hcp). The manufacturer representative later clarified on the same day (2017-03-30) that they had not returned this ins. Further following was initiated for the device location. No further complications were reported.